Event description:
It was reported that cadd cleo tubing ripped out of the clip piece. This reported issue could cause leaking of medication. Leaks that could potentially expose patient and/or clinician to drug. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.